Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 578 mg/dl. The customer experienced nausea and vomiting, and she was treated with an insulin drip. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The nurse declined to check the insulin pump settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.